Event description:
Reporter name - (B)(6): my husband is a 61-year-old type 1 diabetic. He has used minimed insulin pumps since they first came out. This particular model was first given to him (B)(6) 2024. Last (B)(6) he bolused and the pump bolused and his bg dropped to 17. 1am and seized for 25 minutes. His pump failed to shut off. Now he has had 4 replacement pumps for this model since (B)(6) 2024. His pump is again struggling to work, going thru batteries and making a loud noise when rewinding. He needs another replacement only he cannot get a hold of anyone at medtronic. 3 days we have tried on hold continuously for 3 hours and nothing!! We sent an email and nothing! What are we to do. Medtronic claims 24/7 help line but what good is it if they don¿t answer. (B)(6).